Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on 8/03/12 and a mesh was implanted. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy on (B)(6) 2013 by dr. (B)(6) due to recurring urinary incontinence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012, and a mesh was implanted due to sui. It was reported that following insertion the patient experience infection, dyspareunia and other. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.